Event description:
It was reported that during a urinary organ procedure, the tissue pad was separated in two parts. The tissue pad did not fall completely off of device, was just cut. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.